Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test.

Event description:
Customer reported via phone call that his blood glucose was low. Customer's blood glucose was 38 mg/dl. Customer treated low blood glucose with food. Customer's blood glucose was 102 mg/dl at time of call. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.